Event description:
A (B)(6) female pt contacted zoll customer support to report constant 'check belt' messages. When customer support prompted the pt to perform a download, customer support reported a flat line on the side-side (ss) channel. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt messages / flat line on ss channel) has been confirmed. The cause for the check belt messages and flat line on the ss channel is a broken brown wire (ground wire) in the cable that runs from the distribution node (dn) to the rear therapy electrode. The root cause for the broken ground wire cannot be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.